Event description:
Follow-up with the coroner's office revealed that the cause of death was asphyxia due to aspiration of gastric contents due to a seizure.

Event description:
It was reported that the vns patient passed away. It was reported that the physician's office does not have any additional information and that they are waiting on the autopsy report. The relationship between vns therapy and the patient's death is unknown.

Event description:
According to the patient¿s father, the vns patient¿s autopsy report stated that the patient¿s device had malfunctioned. The patient¿s device was tested during vns implant surgery and diagnostic results showed normal device function at the time. Further follow-up with neurologist revealed that the patient¿s death was not related to vns. The epilepsy patient was also suffering from a traumatic brain injury. There was no change to the patient¿s seizure control with vns. The patient was receiving vns therapy at the time of his death. The patient¿s death was not witnessed. The patient did not have a history of febrile seizures but did have a history of nocturnal seizures. The patient averaged 1 secondary generalized seizure and 2 complex partial seizures per month. The patient had a history of drug/alcohol abuse. The patient did not have a history of cardiac or respiratory problems. The patient was not compliant with his aeds.